Event description:
It was reported that pump declared cartridge change error because cartridge was not completely inserted into pump. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed pump from case, inspected cartridge seal, fully attached cartridge, followed on-screen steps to complete load process, and successfully resumed insulin delivery.